Manufacturer narrative:
Evaluation summary: the returned device exhibits thread damage which would support the locking screw backing out in vivo. It is unk if the locking screw was locked down using the proper torque as required in the surgical technique. The returned x-rays confirmed that the screw had migrated superiorly. The device was in vivo for approx 2 yrs and 11 months. The pt's weight and activity level may be contributing factors. Based on the available info, a definitive root cause can not be ascertained at this time. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened, zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006. Surgeon states pt developed pain in right knee approx 2 weeks ago. X-ray revealed locking screw has migrated superiorly. Operatively screw was found to be loose with proximal pitch of threads worn away. No visible damage to femur or poly. Screw replaced and torqued to MFR specification.